Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 590 mg/dl, high ketones. Customers parent contacted on-call hcp who identified the ketone levels were life threatening. Reportedly, customer was dizzy due to bg. Cause was not known. A manual correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.